Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Customer declined to further troubleshoot with tandem technical support. There was no reported impact to the customer's blood glucose level.